Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthruogh, gaia1,2,sion, guide catheter: heartrail6f jr4. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The traveler rx is currently not commercially available in the us.; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a 100% occluded lesion in the proximal right coronary artery with moderate tortuosity and moderate calcification. The 1.2 x 6 mm traveler balloon catheter was advanced to the lesion without issue and inflated to 8 atmospheres (atm); however, the balloon ruptured on the first inflation. A new traveler balloon catheter was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.